Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instructions for use (IFU) instructs the user that erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
An 8f angio-seal vip was selected to close a 7f puncture in the right common femoral artery (cfa). A pre-deployment angiogram was not performed. Resistance was felt during the pullback step as the collagen was being tamped at the same time as pullback. The device was continued to be pulled back until strong resistance was felt. At this time, the tamper tube was noted to be further down in the puncture tract. Following collagen compaction the suture was cut and bleeding was observed from the puncture site. Manual compression was held to achieve hemostasis. Distal pulses were absent and an ultrasound revealed an occlusion of the cfa. The patient was taken to surgery and during the procedure, the anchor and collagen were found in the cfa. Pulses were restored and the patient is doing well following the procedure.